Manufacturer narrative:
Addition of di number.

Event description:
Update to add di number to report.

Manufacturer narrative:
It was reported that a prodisc l removal was completed (B)(6) 2023. A DHR removal could not be completed as the device lot number and part number were not provided and could not be determined during the investigation. Complaint trending showed the rate of complaints at the lowest possible level of improbable. The risk assessment found that the harm associated with the complaint is identified and mitigated to a level where the benefits outweigh the risks. A device evaluation could not be completed as the pdl implant was not returned for evaluation. No indication of the cause for the pdl removal, the complaint investigation outcome is unknown.

Event description:
It was reported that a prodisc l removal took place on (B)(6) 2023.